Manufacturer narrative:
The reported event could be confirmed, since the device was returned and found to be fully functional. Device inspection revealed the following: the received broad straight plate was received and visually inspected in which we can clearly see marks of the screw hitting the edges of the holes and marks of thread rubbing on the edges which clearly misalignment of the screw. A functional test was conducted with the received plate and screws in which we were able to assemble them properly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user-related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a straight plate of the variax foot system was required for a reduction of the distal tibia and at the time of placing the screws to fix it, they went through the holes of the plate displacing the plate and it had to be removed and it was needed to find another way to maintain the reduction increasing the surgical time."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a straight plate of the variax foot system was required for a reduction of the distal tibia and at the time of placing the screws to fix it, they went through the holes of the plate displacing the plate and it had to be removed and it was needed to find another way to maintain the reduction increasing the surgical time."